Event description:
Customer reported vague reports of secondary piggybacks infusing more than expected. During discussion of another event, staff nurse mentioned several events have occurred when some nurses on floor expect to infuse part of a secondary infusion, and then see the primary bag resume infusing without any other intervention, such as changing the height of the bag. No report received of patient harm and no specific patient or event information is available, sets were not saved. Training materials on proper device set up and directions for use were discussed with staff nurse and sent to rn manager for staff education. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.